Event description:
It was reported that the user experienced hyperglycemia while fasting, with blood glucose rising to 200 mg/dl after consuming a low-carbohydrate protein drink; no alerts or alarms were reported, and no back-up therapy, ketone testing, or medical intervention was used. Symptoms included no immediate health effects. Outcomes included no functional impairment or need for clinical treatment or hospitalization. Investigation included complaint intake, troubleshooting, and user education. Investigation of this case revealed no device malfunction or alarm behavior and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.